Event description:
It was reported that this lead was an attempted implant due to other non-product experience. A new lead was successfully implanted. No additional adverse patient effects were reported.